Manufacturer narrative:
Patient information and event date were requested, but no response received from the customer.; (B)(4).

Event description:
The customer reported that the ventilator displays primary alarmed failed message. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Update.